Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator exhibited low amplitudes and myopotential oversensing resulting in an inappropriate shock. Boston scientific technical services provided troubleshooting options. Additional information was received that this device delivered an additional inappropriate shock. The device was tested further in clinic and noise was easily re-produced and an x-ray showed a slight bend in the electrode tip. Per patient decision, this system remains in service. No additional adverse patient effects were reported.